Event description:
User reported that she experienced cramping on insertion and removal. She also went for an ultrasound due to severe pain and because she thought the cup might have dislodged her cooper coil. She hasn't responded yet if this was the case though.